Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the suture was used and placed on patient, it was noted that suture was spitting to the surface which was removed 35 days after a plastic surgery/upper lip moller removal procedure. No patient injury.